Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "bard biocath foley catheter (with lubricant)consist of a balloon catheter and water-soluble lubricant." (B)(4).

Event description:
It was reported that a pack of lubricating jelly was missing from the tray prior to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that a pack of lubricating jelly was missing from the tray prior to use.